Event description:
On an unknown date the charger overheated with left hearing aid inside charger. Charging cord melted. Charging with original adapter, but not with original cord. Firmware status unknown. No injury to user or user's home. The charger has been replaced. No further follow up information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). 19-oct-2022: final reportability rationale: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation on trended case concluded: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. The clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. In this case, no harm was reported. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register the current information indicates need for reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. This is a combined initial and final report.